Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic procedure, the evis lucera elite gastrointestinal videoscope, while being used with the evis lucera elite video system center, presented with an angulation malfunction. The curved part did not move even when the up/down angle knob was operated, and before it stopped moving, it seemed that there was a feeling of discomfort when operating the up/down angle. The endoscope was removed without damaging the patient's body. The up/down angle remained slightly bent. The intended procedure was completed successfully with the same set of equipment; however, the procedure took longer than usual. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted the angulation became locked and could not be disengage. The up/down angle was still slightly bent, and the angle was stuck. This report is to capture the reportable malfunction of the locked angulation that could not be disengaged that was noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to a pinhole on the channel tube, water tightness was lost; due to deformation, the up/down knob did not move smoothly; the adhesive on distal sheath had a white-clouded area; the connector had a crack; and the protector of universal cord on connector side was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was sent to the legal manufacture on apr 5, 2023. After inspection, the angulation issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of the suggested event occurred due to the combination of the following two points: (1) the part (sprocket) that transmits the rotation of the angulation knob to the bending section wears out, making it easier for the chain to come off. (2) insufficient angulation causes slack in the a-wire, creating a gap between the chain linked to the a-wire and the sprocket linked to the angulation knob, preventing the rotation of the angulation knob from being transmitted to the bending section. The cause of the sprocket wear is thought to be aging deterioration of the sprocket, or slackness of the chain due to insufficient angulation, which may cause the chain to bite. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.